Event description:
A nurse reported that during a procedure, the surgeon noted the phaco handpiece was no longer working. The handpiece was exchanged, but the issue persisted. The case was completed using an alternative system. There was no harm to the patient.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer checked the handpieces after the case was completed and found one handpiece worked and the other handpiece did not work. The tss suspected moisture in the handpiece connector and a nonconforming handpiece. The customer was transferred to the customer service department to order a new handpiece. The customer stated they will monitor the handpieces and call back if they need service for the system. The customer also will inspect the handpiece connector for moisture before using it. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the (B)(4) did not indicate any additional similar reports for this system or phaco handpiece. The root cause could not be determined conclusively. (B)(4).